Event description:
Patient reported rupture and removal from textured to smooth due to the concerns of the product. Healthcare professional reported rupture and exchange of a textured device due to patient's concern with product. Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events anxiety-product/procedure and rupture was received on february 05, 2025, with lot number 1758280. Based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Patient reported left side rupture and exchange from textured to smooth due to concerns with the product. Healthcare professional later reported rupture and exchange due to the patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and exchange from textured to smooth due to concerns with the product. Healthcare professional later reported rupture and exchange due to the patient's concern with product. The device has been explanted.